Event description:
It was reported that one intermate elastomeric device was observed to have particulate matter inside of the bladder after the device had been filled. This particle was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The initial visual inspection identified a black speck inside of the fluid pathway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the particulate matter was separated and analyzed with spectroscopy system. No other tests were performed. The cause of the reported condition is unknown. Should additional relevant information become available, a follow-up medwatch will be submitted.